Manufacturer narrative:
Event site postal code (B)(6). A getinge field service engineer(fse) evaluated the unit and fault code records were checked at the hospital site to confirm the fault reported by the customer. After inspection, the compressor 5000h maintenance kit was severely worn, resulting in insufficient pressure and needed to be replaced. The 5000h maintenance kit was replaced (d040-00-0147). The equipment passed the pre-use inspection. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, during a routine inspection and test of the cs100 intra-aortic balloon pump (iabp) unit counterpulsation pressure had a loop leak. The customer reported an internal leak and a pre-use inspection test failure. There was no patient involved.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.